Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. After several attempts to cross the lesion in an unk vessel, the taxus express2 3.0x24mm drug eluting stent was removed. Upon removal, they found a strut "hanging out." The procedure was not completed due to this event. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the deviced will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.